Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that following placements of a smiths medical portex® blue line ultra® tracheostomy tube the patient's condition was reported to "get worse." The patient was transported to the hospital. It was reported that the tracheostomy (trach) tube was unable to be suctioned as the tip of trachea came in contact with the trachea wall; causing sputum to overflow from the tube. The patient was having difficulty breathing and was on a respirator, which was reported have been alarming. There were no further reported adverse patient effects.